Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be confirmed; there were no bent pins noted during the analysis of the controller. The reported event could not be duplicated at the bench level, both power ports operated as intended. No failure detected, the reported event could not be duplicated at the bench level. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. It was reported from the site that the patient came to clinic, coordinator noticed bent pins in controller power port. An elective controller exchange was performed and it was stated that there were no effect on patient or consequences. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported from the site that the patient came to clinic, coordinator noticed bent pins in controller power port. An elective controller exchange was performed and it was stated that there were no effect on patient or consequences. No additional information available.